Event description:
The patient's deep brain stimulator turned on and off several times a week. There was no known accident or incident related to the complaint. The patient did not know exactly when the device turned off, but noticed the loss of therapeutic benefit. The patient was doing fine. The manufacturer's representative cleared 'counters' and planned to follow up with the patient in the next week or two. The patient planned to keep a diary. Battery replacement was considered. A follow-up report will be submitted if additional information becomes available.